Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and an image were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, eleven months and twenty-nine days post port placement, the device allegedly had infusion bulge. It was further reported that the catheter dehiscence was less than 1 cm distal to the lock was allegedly removed. Reportedly, the bulge appeared during the infusion and the catheter was found to be broken. The catheter fracture was in the shape of a crack opening, split into a mouth. When applying saline, the skin is bulging and allegedly caused swelling. The patient was currently in good condition.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One x-ray image and one electronic photo was provided for review. The image shows the port on the left chest. There appears to be a fracture in the catheter. The photo shows the clinician holding one power port attached to the catheter implanted in the patient body. A compound break was noted on the catheter near the cathlock. Therefore, the investigation is confirmed for the reported catheter fracture and leak issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: e1, h6 (result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, eleven months and twenty-nine days post a port placement, the device allegedly had infusion bulge. It was further reported that the catheter dehiscence was less than 1 cm distal to the lock was allegedly removed. Reportedly, the bulge appeared during the infusion and the catheter was found to be broken. The catheter fracture was in the shape of a crack opening, split into a mouth. When applying saline, the skin is bulging and allegedly caused swelling. The patient was currently in good condition.